Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of misaligned touch screen. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Vacuum test failed. Vacuum display value reads 325mbar indicating fluid is present in hp3 & hp2 filter. Replaced both filters and now the vacuum readings were normal. Vacuum test passed. Valve actuation test passed. Patient sensor check passed. A received with reduced dwell simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. The patient reported the cycler prompted with m31 air detected in cassette warning and m41 patient sensors too high alarms that occurred during drain 2 of 4 of treatment. A review of the patient¿s treatment records identified a drain volume of 4854 ml during drain 2 of 4 of treatment. This drain volume is 270% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient reported they were not comfortable performing manual exchanges. The patient knew how to and was to perform manual exchanges. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn stated the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. It is unknown if the old cycler was returned to the manufacturer for physical evaluation. The pdrn stated the patient does not perform tidal therapy and that their prescribed fill volume for each cycle is 1800 ml with a last fill of 200 ml.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a large drain volume. The patient reported the cycler prompted with m31 air detected in cassette warning and m41 patient sensors too high alarms that occurred during drain 2 of 4 of treatment. A review of the patient¿s treatment records identified a drain volume of 4854 ml during drain 2 of 4 of treatment. This drain volume is 270% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised they discontinue use of the cycler and to contact their peritoneal dialysis registered nurse (pdrn) to inform them of the replacement. The patient reported they were not comfortable performing manual exchanges. The patient knew how to and was to perform manual exchanges. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up, the pdrn stated the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn that the patient has received their new cycler, which is working well, and is continuing with peritoneal dialysis therapy without issue and without reoccurrence of the reported event. It is unknown if the old cycler was returned to the manufacturer for physical evaluation. The pdrn stated the patient does not perform tidal therapy and that their prescribed fill volume for each cycle is 1800 ml with a last fill of 200 ml.